Manufacturer narrative:
Philips service replaced the suite pc and flexviewing pc 4fg; the system was restored to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system intermittently failed to start due to defective flexviewing pc on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.